Event description:
It was reported that the customer had air bubbles in the reservoir. After troubleshooting for a no delivery alarm, the customer noticed the air bubbles. Customer stated that there weren't any when he first filled it. Customer stated that the vial was out of the fridge for about 45 minutes before he filled the reservoir. Customer's blood glucose level was 140 mg/dl. Customer stated that the approximate size of air bubbles was a little over 1/16 of an inch. Customer stated that the pump was not rewound with a reservoir in place. Insulin was stored at room temperature. Customer was not able to troubleshoot for the air bubbles because the reservoir was not longer attached to the tubing when he discovered the air bubbles. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).